Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had high impedances on lead during post-op appointment. It was also reported the patient experienced a fall four days after surgery. As a result, the patient is awaiting surgical intervention.

Event description:
Follow-up information provided the patient underwent lead repositioning on (B)(6) 2019. The lead was placed back into the epidural space. No devices were explanted. The patient has therapy.